Event description:
Earlier this month, the blickman MRI compatible laundry hamper was placed in close proximity to the MRI scanner magnet and the laundry hamper was lifted and lodged into the scanner bore. No patients were involved in the incident and no one was hurt. A service call was placed and engineers (from the manufacturer of the MRI scanner) came and dislodged the hamper from the magnet bore. A hand-held magnet was used to inspect the hamper, and it was found that two of the three vertical rods of the laundry hamper were magnetic. Product information states that all components are non-magnetic and MRI compatible.